Manufacturer narrative:
Evaluation confirmed that the jaw broke off the distal end of the instrument. The instrument has a date code of if(](B)(4) and it has been in use for approximately 13 years. Damage is consistent with wear of long use/stress overload.

Event description:
Allegedly, during a laparoscopic procedure the doctor noted that a jaw broke off the instrument and fell into the patient's abdomen. The doctor used another bowel grasper from another set and one of the jaws broke off as well. The broken pieces were immediately removed and the procedure was completed with no delay. The hospital reported there was no injury to patient.